Manufacturer narrative:
A viperwire guide wire spring tip was received for analysis. The viperwire was fractured, and only the fractured spring tip was received. Scanning electron microscopy of the fractured spring tip showed evidence of fatigue and excessive rotational surface wear at the fracture site. The cause of the fracture is likely due to use of the wire in an unknown elevated stress environment; however, the exact root cause of the fracture was unable to be determined. At the conclusion of the device analysis, the reported guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. A separate device issue that occurred during the same procedure is captured in 3004742232-2021-00168. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for use in a 90% stenosed lesion located in the moderately tortuous mid left anterior descending artery (lad). The lesion was unable to be wired with a microcatheter or a non-csi guide wire, and the lesion was wired with the viperwire guide wire. Two treatments were performed, and the viperwire spring tip was observed to be fractured. It was noted that the oad may have contacted the viperwire. Surgery was performed for a perforation unrelated to the viperwire, and the fragment was retrieved. Following the procedure, the patient was recovering and stable.